Manufacturer narrative:
Product analysis: product analysis: manufacturer's analysis indicated that the external pulse generator (epg) rate knob was disabled, and the epg had automatic shutdown as the printed circuit board (pcb) was worn out. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu fracture's analysis. There was no patient involvement.